Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened/used partial sensors and performed visual inspection on and found 1 of 2 sensors insertion needle bent inside sensor base. Unable to confirm if customer received sensors in said condition; due to customer returning it opened/used. Second sensor found needle hub separate from sensor base. Unable to perform insertion anomaly due to complaint against sen-serter.

Event description:
It was reported that the customer had multiple broken sensors. Customer stated that two of the sensors did not penetrate the skin to adhere to the skin. Customer's blood glucose reading at the time of the call was 128 mg/dl. No further information reported.